Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer reset the pump on their own and declined troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.